Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in need of a clamshell repair. The clamshell was placed on (B)(6) 2022 with no issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the silicone jacket of the patient¿s driveline was confirmed through an on-site evaluation conducted by an abbott technical service representative. A specific cause for the observed damage could not be conclusively determined. Multiple attempts were made to obtain photographs of the damage from the customer regarding the event; however, no photographs were provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22aug2016. No further information was provided. The manufacturer is closing the file on this event.